Event description:
As reported, four 6-12f mynx control venous vascular closure devices (vcd) were used and the physician later questioned whether a deep vein thrombosis (dvt) and pulmonary embolism (pe) was related to the device. The procedure was successful and all 4 holes were closed with the mynx control venous devices with no complications. An electrophysiology study and ablation were being done, with one 7f sheath placed in the right vein and a 5f, 6f, and 7f sheath placed in the left groin, and the physician noted that the left side vein had tortuosity and had difficulty getting the catheter to advance. No complications were noted post operatively and the patient was released to go home the same day, and no heparin was given during the procedure. The patient later presented complaining of leg pain and discomfort and significant pain when walking, and upon examination it was determined that there was a significant dvt from the access site down the left leg and a small pulmonary embolism (pe) in the left lower lobe, with no intervention performed and the patient placed on anticoagulation therapy. Additional blood tests were ordered to determine if there is a possible underlying medical condition. Initial results showed elevated fibrinogen levels. The platelet count looked off, and it was stated that the patient¿s mother has a clotting disorder, with additional results pending. The devices were not saved and will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.